Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect open spine clamp. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, and after navigation was finished, the surgeon removed the spine clamp and the washer came off and dropped into the patient's body. The surgeon watched the washer fall and successfully removed it. No further details were provided. The surgeon continued and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
The hardware investigation of the returned clamp found that the reported event was related to a physical damage issue. The clamp operates freely throughout full range of motion. The washer fell off of the tip of the thumb screw that was to be heated and deformed within 2.5mm to 3.0mm. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Further engineering review found that the thumbscrew washer prevented the open spine clamp jaws from opening past design limits. The washer was retained on the modified ss cap screw diameter by heating up the tip of the screw, then striking the tip of the screw to mechanically deform the screw tip which mechanically secures the washer to the m4 screw. The washer came off the screw when the m4 screw was turned counter clockwise and repeatedly made a hard stop against item 4; receptacle cylinder, titanium. Over repeated opening cycles, the modified ss cap screw washer inside diameter expanded to the point where there was no longer any mechanical interference which resulted in the washer falling off.